Event description:
A customer contacted beckman coulter to report a tsh (thyroid stimulating hormone) patient result within the normal range of the assay generated by a unicel dxc 600i synchron access clinical system that was not matching with the patient's tsh result from the previous day on the same instrument. Repeat testing of the patient sample on the same instrument and a second instrument produced higher results that were also within the normal range of the assay. There was no change to patient treatment in connection to this event.

Manufacturer narrative:
System checks were passing prior to the event on (B)(6) 2013. Qc was passing on the date of the event. Patient samples were collected in plasma sample tubes and centrifuged for 5 to 10 minutes at 3000 to 5025 rpm. Per customer, there were no sample integrity issues reported in connection to this event; the tube was full and the sample was clear. A field service engineer (fse) was dispatched on-site and did not observe any instrument performance issues. The fse performed hardware verification protocol with no findings. System checks and high sensitivity system checks performed by the fse passed. The fse also performed a passing closed tube aliquotter (cta) accuracy test (the patient samples were processed through the cta). The fse did not find any evidence of an instrument malfunction. A definitive cause for this event could not be determined.

Manufacturer narrative:
Updated to correct referenced units of measure from miu/ml to the correct units, uiu/ml. Type of reportable event was inadvertently checked as 'serious injury'. This follow-up report is being submitted to correct this section to indicate 'malfunction'.